Event description:
It was reported that balloon deflation failure occurred. The stenosed target lesion was located in a subclavian artery. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for post-dilation. Instead of using an inflation device, the physician used a syringe to inflate and deflate the balloon. During the procedure, the physician encountered difficulties in removing the balloon from an 8f short sheath and confirmed that the balloon failed to deflate. The balloon was removed in a partially inflated state. The procedure was completed successfully with no patient complications reported.